Manufacturer narrative:
Date of event is estimated. Section a4: pt weight is unknown at this time.

Event description:
It was reported that during another procedure information was obtained about an unknown explant of device in 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device explant was elective due to patient preferring to switch therapy.